Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy. Reprogramming was unable to resolve the issue. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Section h6-the method code should have been 4114 - device not returned rather than 4117 - device not accessible for testing.

Event description:
Related manufacturer reference# 1627487-2020-22850. Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned determined for analysis. Based information on the received, the cause of the reported incident could not be conclusively. (B)(4).

Manufacturer narrative:
(B)(4).